Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23april2019. The customer troubleshot with technical support. The customer was advised to performing the exhalation solenoid troubleshooting per section 5.8.6 of the manual.

Event description:
It was reported that the ventilator was failing extended self test (est) with a exhalation valve test failure error code. No patient involvement. Event date not specified, estimate used.